Event description:
During the procedure, as the surgeon attempted to utilize the ta-60 stapler, the device would not fire. This device was removed from the field. At the stage of the procedure in which the surgeon was having difficulty locating the mass, he decided to divide the rectum using a ta-45 stapler. In doing so, the rectum was divided and the specimen was removed. The specimen included the entire sigmoid colon, distal descending colon and the majority of the rectum. The surgeon then looked at the staple line and the staple line appeared not completely stapled across the rectal diameter. On the most lateral left side of the staple line, there was a defect and opening. This was a failure of the stapler. This device was removed from the field, and another device utilized.what was the original intended procedure?laparoscopic low anterior resection with extended left hemicolectomy; mobilization of splenic flexure; lysis of adhesions x30 minutes;abdominopelvic lavage; anoscopy; pelvic drain placement.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.